Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The customer stated they have apa syndrome. Per product labeling this may cause false-high inr values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The results from the meter at 8:00 pm were 6.3 inr and 6.0 inr. At 2:00 am on (B)(6) 2019, the result from the laboratory was 2.8 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 inr - 3.0 inr. The customer had lupus and antiphospholipid antibodies.